Event description:
During assistance with a check supply line alarm, the home patient reported to a baxter technical service representative (tsr) that he had replaced only one solution bag and none of the other supplies while priming the cassette on the homechoice machine. The tsr assisted the patient with ending therapy and starting over, and advised the patient that he must replace all disposal products when changing his therapy setup. During a follow-up with the patient regarding the reported problem, he confirmed that he did start over with new supplies, and continued therapy without any problems. The patient confirmed discussing this event with his nurse, and stated both the nurse and the tsr told him never to reuse the same supplies so he no longer does. The patient stated therapy is going well overall. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for use error - failed to follow therapy steps is confirmed because the patient replaced a solution bag while in therapy. Disconnecting and reconnecting using the same disposable set can cause contamination. Patients are advised to end therapy if a bag becomes disconnected. The label review found the patient at home guide to be adequate for the use error in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.